Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer said that after the catheter insertion (position right atrium), it was noted there was low flow, less than 300 ml/min. It was necessary to exchange the product for a new one.